Event description:
User received erroneous psa results for one pt sample. Initial result was 0.018 ng/ml and was reported as < 0.3 ng/ml. The specimen was repeated at the doctor's request in '08 and generated a result of 2.82 ng/ml. User stated that he did not know if pt had been treated because of these results. The field service representative determined the cause was unknown but noted he checked the s/r and sipper probe alignments, replaced pinch tubing and syringe seals as a preventative measure. He also checked the mixer speed, s/r lld, sipper lld and clot detect voltages which were all in correct range. Performance tests were performed which were within specification.